Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while firing on the cystic artery or duct the jaws locked closed on tissue. It is unknown how the device was removed from the tissue. The jaws of the device remain closed with a piece sticking out of the end. The piece sticking out was not identified as a clip. A competitor's device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4).information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. No incident related to the reported event was observed during the batch record review.